Event description:
The patient reported that on (B)(6) 2022 and (B)(6) 2022 he put a v-go 40 on and a few hours later he noticed that the needle was no longer inserted and would not allow him to push the needle back in. The patient reported that sometimes he can wiggle it to stay in but this time he could not. The lot number was not provided and the devices are not available for return to the manufacturer for evaluation.